Event description:
It was reported that the pump module alarmed air in line error three times. The nurse removed air from the tubing when the pump module alarmed and the pump was restarted two more times. The third time after clearing the air from tubing the pump infused for a minute and the patient made an unusual sound. The child was evaluated and a code was called. Information on patient outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 3-week-old child with a blood disorder was brought to the hospital for a blood transfusion. While waiting on the blood, the nurse allegedly went to hang a bag of normal saline and hooked it to the alaris pump. The customer stated the device alarmed ¿air-in-line,¿ and ¿it was removed¿ (possibly "removed" the air from the tubing?). It was reported that the nurse started the pump a second time, and again the device alarmed air-in-line. The nurse reportedly ¿removed the air from the line and started the pump for a third time.¿ it was reported that this time, ¿the pump infused for approximately a minute until the child made an unusual sound.¿ the child was evaluated, and a "code" was subsequently called. It was then reported that the child¿s code was the result of an air embolism. It was also reported that ¿there are no issues with the bd alaris pump¿ and there was no pump malfunction. Although requested, additional information, such as the patient¿s outcome, was not provided.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that a 3-week-old child with a blood disorder was brought to the hospital for a blood transfusion. While waiting on the blood, the nurse allegedly went to hang a bag of normal saline and hooked it to the alaris pump. The customer stated the device alarmed ¿air-in-line,¿ and ¿it was removed¿ (possibly "removed" the air from the tubing). It was reported that the nurse started the pump a second time, and again the device alarmed air-in-line. The nurse reportedly ¿removed the air from the line and started the pump for a third time.¿ it was reported that this time, ¿the pump infused for approximately a minute until the child made an unusual sound.¿ the child was evaluated, and a "code" was subsequently called. It was then reported that the child¿s code was the result of an air embolism. It was also reported that ¿there are no issues with the bd alaris pump¿ and there was no pump malfunction. Although requested, additional information, such as the patient¿s outcome, was not provided.

Event description:
It was reported that a 3-week-old child with a blood disorder was brought to the hospital for a blood transfusion. While waiting on the blood, the nurse allegedly went to hang a bag of normal saline and hooked it to the alaris pump. The customer stated the device alarmed ¿air-in-line,¿ and ¿it was removed¿ (possibly "removed" the air from the tubing?). It was reported that the nurse started the pump a second time, and again the device alarmed air-in-line. The nurse reportedly ¿removed the air from the line and started the pump for a third time.¿ it was reported that this time, ¿the pump infused for approximately a minute until the child made an unusual sound.¿ the child was evaluated, and a "code" was subsequently called. It was then reported that the child¿s code was the result of an air embolism. It was also reported that ¿there are no issues with the bd alaris pump¿ and there was no pump malfunction. Although requested, additional information, such as the patient¿s outcome, was not provided. Bd has learned of additional information that adds clarity to the sequence of events previously reported to FDA. Specifically, the following information was reported to bd: after the nurse connected the patient to the bag of saline and started the administration of fluid using the infusion pump for the first time, the infusion pump alarmed, indicating air was in the IV line. The nurse reportedly attempted to clamp the saline line, silenced the infusion pump, removed the IV line from the infusion pump chamber, flicked the air bubbles in the IV line, reinserted the IV line in the infusion pump chamber, and restarted the infusion pump. Shortly after the nurse reportedly restarted the infusion pump, the infusion pump alarmed again, indicating the continued presence of air in the IV line. The nurse reportedly again attempted to clamp the saline line, silenced the infusion pump, removed the IV line from the infusion pump chamber, flicked the air bubbles in the IV line, reinserted the IV line in the infusion pump chamber, and restarted the infusion pump. It was reported that the patient¿s mother, at some point during the fluid administration the nurse stated that there was air in the IV line. Shortly after the nurse restarted the alaris pc for the second time, the patient began gasping for air and turning blue. The nurse reportedly called for help, and another nurse entered the room. It was reported that "code blue," indicating that the patient was suffering from ¿cardiac and/or respiratory arrest.¿ the code team, a mobile emergency response team, entered the patient¿s room and began rendering aid to the patient. In addition, bd has learned that the patient reportedly received 28 minutes of chest compressions and multiple medications by the code team. The patient reportedly suffered a cardiac arrest and acute respiratory failure with hypoxia and hypercapnia. Following resuscitation, the patient was transferred to the pediatric intensive care unit and remained hospitalized until (B)(6)2019. It was then reported that on or about october 21, 2019, the patient was diagnosed with cerebral palsy, reportedly caused by brain injury as a result of (B)(6)2019 event.

Event description:
It was reported that a 3-week-old child with a blood disorder was brought to the hospital for a blood transfusion. While waiting on the blood, the nurse allegedly went to hang a bag of normal saline and hooked it to the alaris pump. The customer stated the device alarmed ¿air-in-line,¿ and ¿it was removed¿ (possibly "removed" the air from the tubing?). It was reported that the nurse started the pump a second time, and again the device alarmed air-in-line. The nurse reportedly ¿removed the air from the line and started the pump for a third time.¿ it was reported that this time, ¿the pump infused for approximately a minute until the child made an unusual sound.¿ the child was evaluated, and a "code" was subsequently called. It was then reported that the child¿s code was the result of an air embolism. It was also reported that ¿there are no issues with the bd alaris pump¿ and there was no pump malfunction. Although requested, additional information, such as the patient¿s outcome, was not provided. Bd has learned of additional information that adds clarity to the sequence of events previously reported to FDA. Specifically, the following information was reported to bd: after the nurse connected the patient to the bag of saline and started the administration of fluid using the infusion pump for the first time, the infusion pump alarmed, indicating air was in the IV line. The nurse reportedly attempted to clamp the saline line, silenced the infusion pump, removed the IV line from the infusion pump chamber, flicked the air bubbles in the IV line, reinserted the IV line in the infusion pump chamber, and restarted the infusion pump. Shortly after the nurse reportedly restarted the infusion pump, the infusion pump alarmed again, indicating the continued presence of air in the IV line. The nurse reportedly again attempted to clamp the saline line, silenced the infusion pump, removed the IV line from the infusion pump chamber, flicked the air bubbles in the IV line, reinserted the IV line in the infusion pump chamber, and restarted the infusion pump. It was reported that the patient¿s mother, at some point during the fluid administration the nurse stated that there was air in the IV line. Shortly after the nurse restarted the alaris pc for the second time, the patient began gasping for air and turning blue. The nurse reportedly called for help, and another nurse entered the room. It was reported that "code blue," indicating that the patient was suffering from ¿cardiac and/or respiratory arrest.¿ the code team, a mobile emergency response team, entered the patient¿s room and began rendering aid to the patient. In addition, bd has learned that the patient reportedly received 28 minutes of chest compressions and multiple medications by the code team. The patient reportedly suffered a cardiac arrest and acute respiratory failure with hypoxia and hypercapnia. Following resuscitation, the patient was transferred to the pediatric intensive care unit and remained hospitalized until (B)(6)2019. It was then reported that on or about (B)(6)2019, the patient was diagnosed with cerebral palsy, reportedly caused by brain injury as a result of may 31, 2019 event.

Manufacturer narrative:
Omit : e050301 - air embolism, f24 - insufficient information, a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable.